Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the male luer broke while in use on a patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the male luer broke was confirmed. Visual inspection found the male luer on the suspect extension set tip broken evenly in half. Further visual inspection under magnification observed a whitish colored stress marking along one side of the luer tip. Additionally, the male luer collar was completely broken down to the base of the luer. The broken off tip and collar of the male luer were not returned. Functional testing was not performed due to the obvious damage. The root cause was not identified.

Manufacturer narrative:
Additional information provided from medsun report.

Event description:
A copy of the customer's medsun report was received that stated: tubing cracked"